Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the lab and was due to transient low battery voltage. Further testing on the bench could not recreate or determine the cause of the transient low battery voltage.

Event description:
It was reported that asymptomatic patient presented to the clinic for a follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Attempts to troubleshoot could not be performed due to the battery voltage. On (B)(6) 2017 the device was explanted and replaced. The patient was in stable condition before, during and post-surgery.